Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material in the air/water cylinder¿ and ¿foreign material in the air/water channel¿ were confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from biopsy channel. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the gastrointestinal videoscope had a bad odor after reprocessing the device multiple times. The device was returned for evaluation. During the device evaluation, foreign material in the air/water cylinder and air/water tube was found which constitutes a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found there was a leak at the channel tube and discoloration of the objective lens, light guide lens adhesive, and protective coating on the bending portion of the device, suction cylinder discolored, scope case unit scratched, due to wear of angle wire, the play of up/down/right/left knob out of the standard value, adhesive around objective lens and light guide discoloration, adhesive on angle rubber discolored area and instruments smell bad despite several washings. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.